Event description:
The physician reported to the distributor that a patient implanted with a vascular access graft in a loop configuration in the forearm, developed an infection, the ended with a rupture. The ruptured segment is at a distance of 2 cm from the anastomotic artery, and there had been no puncture in this area since it was implanted. A patch on the region was unsuccessfully attempted twice, the whole graft was explanted and the brachial artery bound. The patient has expired not related to this event. The graft was discarded by the center.